Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, non-penetrating nicks, and crease folds. A microscopic analysis was performed which identified a sharp edge opening and with non-penetrating nicks assessed as a surgical impact opening on the posterior side. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Reason for reoperation is rupture and late onset seroma. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "rupture", and "periprosthetic liquid". The device has been explanted.